Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper extremity. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. The balloon was inflated first at 20 atmospheres (atm) but the stenosis was not resolved. When it was inflated for the second time at 18 atm, the balloon burst. The device was removed and the procedure was completed with another of the same device. No patient complications or injuries reported and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 53 mm in length and extended from a position 6mm proximal of the proximal markerband to 5mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper extremity. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. The balloon was inflated first at 20 atmospheres (atm) but the stenosis was not resolved. When it was inflated for the second time at 18 atm, the balloon burst. The device was removed and the procedure was completed with another of the same device. No patient complications or injuries reported and the patient was stable post-procedure. It was further reported that the lesion was 80% stenosed.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper extremity. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. The balloon was inflated first at 20 atmospheres (atm) but the stenosis was not resolved. When it was inflated for the second time at 18 atm, the balloon burst. The device was removed and the procedure was completed with another of the same device. No patient complications or injuries reported and the patient was stable post-procedure. It was further reported that the lesion was 80% stenosed.